Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed on (B)(4) 2011.

Event description:
It was reported that pt underwent knee procedure on (B)(6) 2010. Pt underwent a revision surgery on (B)(6) 2010 due to knee pain. No further complications have been reported.